Event description:
It was reported that the patient slipped and fell on (B)(6) 2012. The surgeon decided to revise on (B)(6) 2012. When the surgeon was revising the patient, a milky fluid was noted so the surgeon completely revised the patient.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report. This is the same patient/event as MFR # 9616680-2012-00659.